Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "rupture" and "deformity". Healthcare professional later reported "rupture" and "capsular contracture" baker grade iii. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "deformity". This record is for the right side. Device remains implanted.